Event description:
Additional information was received from a patient. It was reported the patient had a difficult time this weekend; they generally slept well but experienced very urgent bathroom visits and leakage on (B)(6) 2016. The patient noted starting toviaz again on (B)(6) 2016. The felt tightness in the bicycle seat area, more on the right side, so they decreased from 2.1 to 1.8v which felt good. They had lower leg pain the following day - described as "pants on too tight" - and decreased to 1.6v. The patient later reported on (B)(6) 2016 they had spoken to a manufacturer representative (rep) who had them change the program to program #4 at 1.4v, which was okay at the time. They then lowered the stim to 1.2v and things were excellent on sunday, but then sunday evening ((B)(6) 2016) their bicycle seat area felt like they were sitting on a baseball. The patient lowered the stim to 0.8 and 0.4v because of the tightness in the bicycle seat area and then adjusted the setting to 0.6v again. They mentioned having frequent urination and wanted to know if they should adjust their settings. The patient stated they had 50% relief and was to follow up with their healthcare provider (hcp). The patient later reported on (B)(6) 2016 that they were doing quite well since the last call until they had gotten home, where they had tightness in the bicycle seat area again, but the urine situation was good.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported the patient had a loss or change of therapy and symptom return; the patient did not feel stimulation with the therapy confirmed to be off. The patient had poor communication several times, but was able to successfully sync and turned the therapy on. The patient was on program #2 at 1.6 and when they turned it on it was too high and was able to reduce stimulation to 1.5. The patient reported they had felt stim inside and on the top of their leg when sitting and reduced it again to 1.4. The patient noted that as they were relaxed and sitting they felt a faint buzzing in their left buttock. Troubleshooting resolved the reported issue and the patient was to follow up with their healthcare provider (hcp). The patient also noted that prior to implant they had been taking toviaz and asked if they should continue or stop taking it. The patient later reported they still had some accidents, but overall their symptoms had decreased 50% - they still had stimulation in their leg when increasing stimulation and tightness. The patient later reported the first four weeks of the trial were like heaven but now it was not as good as it was. On (B)(6) 2016 they urinated four times in the morning, so they called in and increased stim to 1.5v on program #2 and after this change felt pretty good. The patient then went to dinner and felt the urge to urinate but didn't make it to the restaurant bathroom. On (B)(6) 2016 they had to get up three times during the night to urinate and noted they had always been able to sleep through the night. On the morning of (B)(6) 2016 the patient had three incidents where they felt they had to go but only a small amount came out. The patient switched to program #3 a t1.5v.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.